Event description:
It was reported that the patient was admitted in the hospital and their stimulation was causing them extreme discomfort. The patient was discharged and reported to be doing well. The spinal cord stimulator (scs) was reported to be functioning as intended.